Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced erroneous results during use. The following information was provided by the initial reporter: on (B)(6) 2019, when use this batch, the customer found abnormal low value of calcium ions and abnormal high value of potassium ions in some patients, and the potassium and calcium ions returned to normal value when the same patient was resampled two hours later. Problems with inspection instruments, reagents and quality control have been ruled out.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. In addition, the serum tube should be gently and completely inverted 5 to 6 times. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. H3 other text: see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced erroneous results during use. The following information was provided by the initial reporter: on (B)(6) 2019, when use this batch, the customer found abnormal low value of calcium ions and abnormal high value of potassium ions in some patients, and the potassium and calcium ions returned to normal value when the same patient was resampled two hours later. Problems with inspection instruments, reagents and quality control have been ruled out.